Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2018-07325. It was reported that the patient received inappropriate therapy. The right ventricular lead was capped and replaced and the device was explanted and replaced to resolve the event. The patient was stable following the procedure.